Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for right ventricular automatic threshold detected as greater than programmed amplitude or suspended. Review of the data identified the alert was due to a threshold measurement greater than 3.0v and the last available electrogram showed true loss of capture at 2.5v. In clinic lead assessment was recommended. No adverse patient effects were reported.